Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient started getting blurry vision and was not able to check the readings on the cgm. A family member took the patient to the emergency room. At the ER a bg was taken and it was 351 mg/dl while the cgn was 130 mg/dl. The patient was treated with 2 liters of IV fluids of sodium chloride and had an eye exam. Scans were done to ensure her vision would return to normal. She was in the ER for 6 hours until her blood sugar stabilized. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.